Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring, the test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test or verify prime/fill anomaly, rewind anomaly and excessive no delivery alarm due to the missing retainer and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an issue during priming process. Customer was able to exit the load reservoir process preparing to prime loop. Rewind may be slower than usual after alarms. No harm requiring medical intervention was reported. The insulin pump had insulin flow blocked alarm and insulin exited. The insulin pump will not be returned for analysis.